Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The secure lock male adapter of the tubing set was connected to a huber needle connected to the pt's implantable catheter and was being used to deliver an unspecified concentration of etopophos, at an unspecified rate, via a gemstar pump. After 25 minutes, it was reported that a few mls of solution leaked at the reported distal level of the tubing set (coupling with a huber needle). It was reported that the nurse disconnected and then reconnected the tubing set; however, solution continued to leak. No specific details were provided. The customer contact reported that the solution that leaked was cleaned up per the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no delay in critical therapy to this pt. No med interventions were required. No additional info was provided.